Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring at 2258 ohms. There had been a gradual increase in the impedances since implant, however, it is stable currently. The presenting electrogram (egm) shows no noise and threshold values were stable. Technical services (ts) recommended programming options. This lv lead remains in service. No adverse patient effects were reported.